Manufacturer narrative:
The reported gripper actuation issue was not confirmed via returned device analysis. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other incident reported from this lot. Based on available information and without a confirmed failure mode, a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. After the transseptal puncture and when the steerable guide catheter (sgc) was advanced through the septum a mass was noted to be floating right at the puncture point next to the sgc. The dilator was removed from the sgc and the mass was aspirated, and bridging medication (heparin) was administered. The mass was secured in a 50cl syringe and appeared to be connective tissue of approx. 1 cm in length. The sgc then was prepared again completely and reinserted into the left atrium with the dilator. Then, the clip delivery system (cds) was advanced to the mitral valve and when checking the grippers individually, the gripper with tactile did not come down. Troubleshooting was performed, gripper levers were retracted and advanced multiple times but was unsuccessful. The cds was then removed and a new cds was used to complete the procedure successfully. One clip was implanted, reducing mr to 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.